Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's basilic vein in interventional radiology. The clinician stated the dilator is not attached to the sheath assembly like it used to be. When they are advancing the sheath/dilator, the dilator pops out of the sheath because it is not locked in as tight as it used to be. As a result, they have had to adjust their technique. There have been no delays in treatment and no patient deaths or complications reported. It was noted they have noticed this issue over the past month or so and do not know how many times it occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned a peel-away sheath and dilator. The assembly appeared typical and unused. The devices were functionally tested by inserted the dilator into the sheath. The dilator was able to be inserted into the sheath securely and locked in place. The friction fit was not affected by a light tug that was applied to the dilator. More force was applied and the dilator became unlocked and was removed. The od of the step at the base of the dilator hub was within specification. The device history records for the sheath and dilator were reviewed with no relevant findings and no changes were implemented over the past two years to the specification that would affect the fit between the sheath and dilator. No problem was found with the returned sample. No further action will be taken.